Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for worsening hemolysis and increasing power. In addition, the pump had stopped operating. The pt was asymptomatic and on telemetry. Additional information received by the manufacturer 5 days later advised that the pt remained asymptomatic over the weekend with the lvad off and was discharged home and listed for transplant. The pump is in place but turned off.

Manufacturer narrative:
The manufacturer was advised that the pt was discharged home and the pump has been turned off but remains in place. The pt has been placed on the transplant list. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.